Event description:
The initial reporter indicated that their physician had given them a programming laptop and wand and authorized him to change their childs settings himself. Reported his son had been doing fine with the device. It was reported he was not able to get the laptop to work. It was only on some kind of welcome screen that had "phoenix" on it with the serial number. He was not able to get past it and rebooting the laptop didn't resolve the issue at all. Good faith attempts are being made to attain the laptop for analysis. Thus far the product has not been attained after good faith attempts.